Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock infarction was being implanted with an impella rp device for mechanical circulatory support. It was reported that during the attempt to insert the physician was unable to navigate the device into position so the device was removed and reinserted after rewire. The device was still unable to pass and there were multiple unsuccessful attempts so ultimately the physician deciding to abort impella rp insertion.